Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt developed sleep apnea and was scheduled to undergo a polysonogram, but died before the procedure performed. It was reported that the pt's condition regarding their seizures was improved with the vns therapy.